Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device return and analysis and the device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. The analyst noted that the low battery voltage was the result of storage temperature and the battery voltage recovered.

Event description:
It was reported that the pacemaker was returned still in its packaging due to a low battery voltage. The device was never used. No patient complications have been reported as a result of this event.